Event description:
On (B)(4)2009, the pt's mother reported the up and down buttons on the pt's insulin infusion device work intermittently. She stated this morning the pt had to press the button several times before her bolus was delivered. She stated they began to notice this issue about 2 weeks ago. The pt's device was not dropped or exposed to water. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.